Event description:
Patient started on 5fu 5350 mg IV continuous infusion at 2.33 ml/hr to be delivered over 46 hours at 1334 on (B)(6) 2018 via a walkmed 350 vl ambulatory infusion pump from infusystem. Per rn notes (rn dh) on (B)(6) 2018, "the patient called in this am to say his pump was not working and had not worked for a while. He changed the battery out and the pump carried on pumping. According to the patient, there was no alarm sounding. At 0820, rn bb asked if there was blood in the bag and got him to read the pump readings from the screen. They were 2.33 ml/hr, and 47.8 ml (of the 107ml) had been delivered. This would mean that he still has 59.2 ml still to infuse. The patient refused to come in, so I could check the pump because he lives a little ways away and did not want to come in here and wait. He was also insistent that he gets the medication he is supposed to. He was really annoyed because this is the second time he has had a problem with his pump. It was suggested that he comes in at 1600 and the pump would be dc. He agreed and said he did not want to wait if there was still liquid to be infused. At 0830 - discussed with md, and he agreed that the patient should come in at 1600, and the pump can be dc even if there is medication (left) to be infused. Pharmacy measured the fluid remaining in the pump reservoir bag, and found 40 ml remaining. Pump readings at 1621 were infusion rate 2.33 ml/hr, amount infused 66.4 ml.